Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 263 (mg/dl). Customer administered a correction bolus to treat their bg level. During troubleshooting with tandem technical support, customer reported witnessing insulin exit the tubing. Customer reported that they will change the pump supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.